Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box revealed power on reset following a low battery warning on (B)(6) 2017. A battery change occurred during the power on reset event. Black box data also showed a power on reset event following loss of prime warning on (B)(6) 2017. A gap in usage was observed from (B)(6) 2017 to (B)(6) 2018. A battery cap was not returned and all testing was performed with a test battery cap. The pump powered on with the test battery cap properly in place. The pump was exercised for 24 hours with no errors, alarms or warnings occurring. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.